Event description:
It was reported that the patient began complaining of stiffness and occasional pain in the right hip approximately one year after her implant surgery. She has had physical therapy and tries yoga at her doctor's recommendation, but says it is painful and she takes ibuprofen for pain relief after each session. She recently had blood test for follow-up testing in three months. She states her surgeon said that she will eventually need revision surgery.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. At this time, the patient was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.